Event description:
Iabp console alarmed iabp gas loss, refilled & restarted. Iabp functiioned approx. 2 min. Then realarmed. All connections rechecked the tank rechecked, iabp refilled & restarted. Iabp again alarmed & as connections were rechecked blood was found in iabp gas line. Iabp off. Attending notified. Iabp removed.